Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not being delivered from the cartridge. Customer's blood glucose level was 534 mg/dl. A correction injection was delivered to address bg. Tandem technical support guided the caller through filling and loading a new cartridge onto the pump. No additional patient or event information was available.